Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. Possible under delivery anomaly not confirmed. The pump properly connected with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value on the pump's home screen. No pump/sensor anomaly, communication anomaly, or calibration anomaly noted. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, stained serial number label, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 17-oct-2023 in the pump history file. 10/17/2023 00:16:18.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 6.125, bolusamountdelivered = 6.125. 10/17/2023 06:57:24.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 10.85, bolusamountdelivered = 7.35. 10/17/2023 07:00:53.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3.35, bolusamountdelivered = 0.1. 10/17/2023 07:31:38.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 4.125, bolusamountdelivered = 4.125. 10/17/2023 10:17:42.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 8.825, bolusamountdelivered = 8.825. 10/17/2023 12:21:26.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 8.35, bolusamountdelivered = 8.35. 10/17/2023 16:37:06.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 12.425, bolusamountdelivered = 12.425. 10/17/2023 18:34:58.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 7.4, bolusamountdelivered = 7.4. 10/17/2023 23:06:54.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 6.525, bolusamountdelivered = 6.525. Please see below for the daily total of all insulin delivered on the event date 17-oct-2023 in the pump history file. 10/18/2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 10/17/2023 00:00:00.000. Dailytotalofallinsulindelivered = 95.525. Dailytotalofbasalinsulindelivered = 34.3. Dailytotalofbolusinsulindelivered = 61.225. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 17-oct-2023 in the pump history file. 10/10/2023 02:16:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 10/10/2023 02:20:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 10/13/2023 19:06:48.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during bolus. 10/13/2023 19:20:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 10/13/2023 19:22:00.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during basal. 10/16/2023 16:31:20.000 alarmalertnotification, faultnumber = sensor error alert (801). 10/16/2023 17:06:12.000 alarmalertnotification, faultnumber = sensor error alert (801). 10/16/2023 22:11:31.000 alarmalertnotification, faultnumber = sensor error alert (801). 10/16/2023 22:46:07.000 alarmalertnotification, faultnumber = sensor error alert (801). 10/16/2023 23:16:16.000 alarmalertnotification, faultnumber = sensor error alert (801). 10/16/2023 23:51:07.000 alarmalertnotification, faultnumber = sensor error alert (801). 10/17/2023 06:36:07.000 alarmalertnotification, faultnumber = sensor error alert (801). 10/17/2023 06:57:24.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during bolus. 10/17/2023 07:00:53.000 alarmalertnotification, faultnumber = no delivery after estimate zero (8) - during bolus. 10/17/2023 07:41:11.000 alarmalertnotification, faultnumber = sensor error alert (801). 10/17/2023 08:11:20.000 alarmalertnotification, faultnumber = sensor error alert (801). 10/17/2023 08:46:11.000 alarmalertnotification, faultnumber = sensor error alert (801). 10/17/2023 09:21:07.000 alarmalertnotification, faultnumber = sensor error alert (801). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly connected with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. No delivery not confirmed. Sensor error alert (801) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Device test failed not confirmed. Possible under delivery anomaly not confirmed. Pump/sensor anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that pump and sensor were not working correctly, pump was not delivering insulin. Also customer the experienced hyperglycemia with a blood glucose value of 500 mg/dl and current blood glucose value: unknown mg/dl. Troubleshooting was performed and found that customer was hospitalized due to that problem. The customer reporting diabetes ketoacidosis as symptoms related high blood glucose level treated with manual injection. The insulin pump was used within 48 hours and the auto mode feature was not active at the time of the event. The pump dint alarm during the high pressure test, test failed twice. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.